Manufacturer narrative:
One7207678 sterile biorci ha 8x25mm 8mm head screw reported on. Due to product unavailability, physical evaluation, full investigation and conclusions were not possible. Factors affecting device performance include: device ability, surgical ability and surgical site preparation. Interference style screws maximum surface to surface intent is achieved by use of same size tunnel as product, allowing threads to make optimum surface to surface contact. Final product met predetermined specifications upon release to distribution.

Manufacturer narrative:
One 7207678 sterile biorci ha 8x25mm screw used for treatment, was returned for evaluation. The complaint stated: ¿a bolt was broken." Dimensional inspection confirmed that this was an 8mm product. There is approximately 10mm missing from the distal tip. The piece was not returned although the report indicated that all pieces were removed. Per IFU: ¿the starter must be utilized with the biorci screws to minimize screw breakage during insertion. Excessive force should not be placed on the delivery instrument.¿ the implant was returned visibly fractured in the rotational direction. This occurs with continued turning after the screw ceases, entanglement with a guidewire or other instrument. The star hex was intact. The physical condition indicates difficulty with attempt to seat and torque placed upon the implant. Adherence to the prep and use is essential for optimum success of the product. For this product contains technique oriented information. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during femoral fixation, a bolt was broken and it's replacement by another was necessary. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.